Event description:
It was reported that shaft break occurred. During the procedure, a 2.00mm x 15mm emerge? Balloon catheter was advanced for treatment. However, it was noticed that a few centimeters from the sheath, the delivery shaft was found broken. The procedure was completed with a different device without any patient complications reported.

Manufacturer narrative:
G4: premarket - k163174.